Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Customer reported intermittent issues with troponin quality control (qc) and one pt sample with erroneous high initial troponin test results. Sample collection and processing info was not provided. The customer only provided qc level one data which was within specifications prior to the event. No additional qc data was supplied. System checks performed on (B)(4) 2009 were within specification. On (B)(4) 2009, the field service engineer evaluated the analyzer. Replaced incubator belt and clips, mixer belt, and wash pump valve assembly. Performed alignments, mixer speed adjustments, and ran a system check with good results. Ran 50 reps of each lumwash son/inc. With good results. Ran 50 reps of accutni low qc which resulted with good results. Performed verification and results met specifications, calibrations and qc passed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.